Event description:
During a laparoscopic gastric bypass procedure, while the physician was trying to create a gastric pouch, the instrument misfired. Staples were not deployed, and did not correctly form. The staple line had to be oversewn.